Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the ins stopped working years ago, but it did help at first. The patient was connected with an hcp and representative. Additional information was received from the patient. They reported that they had a CT scan and they said they don¿t see that the hook-up was severed. Unknown if caused by normal battery depletion. The patient reported that cause was determined but also wrote they have no idea. They have an appointment with a manufacture representative and will have more answers then. The issue was not yet resolved. Additional information was received from the patient. Patient called to report that they received a letter from a [manufacturer] asking them to contact patient services because the ins battery was not working. The patient stated the letter was from customer service and they didn't know how customer service got the information that was reported to them because they didn't remember talking to anyone. The patient stated they had responded to a letter that was sent to them on (B)(6), 2023 and that they replied to that letter and that was when they got the second letter dated (B)(6), 2023. Patient service reviewed the letters with the patient and reviewed with the patient that [manufacturer] received the patient's letter on (B)(6) 2023, that they didn't have to respond to the second send letter and redirected the patient to their healthcare provider to further address the issue. The caller stated they had an appointment scheduled for tomorrow at 1: 30 pm at (B)(6) hospital in (B)(6), nm but they hadn't heard anything from a representative yet. The patient stated they didn't recall who they spoke with to make the appointment and that when they called their doctors, they didn't know anything about an appointment and there was nothing on their chart. Patient also mentioned someone named "(B)(6)" but patient services was unable to determine who (B)(6) was. The patient stated that they thought it was a "device malfunction" and that they'd had a couple of x-rays and they were told they didn't think the implanted system was "hooked up" and that it looked like it was in an "awkward position." The patient stated they didn't even think it worked in the beginning. Please understand this patient was difficult to understand and patient services did their best to document the reported information. Patient services offered to send the patient physician listings to locate a physician so someone could check their implanted system. The patient stated the ins had never been checked. Patient services also sent an email to the field on behalf of the patient alerting them of the situation and asking the rep if a rep had made an appointment with the patient.